Event description:
Medtronic received information that this silicone exhibited a leak at the temperature port after 8 hours of use. The leak resulted in blood loss of approximately 5cc. The product had been primed for 30 minutes prior to use. The decision was made to change out of the device, which was performed without reported complication. The product will not be returned for analysis.

Manufacturer narrative:
Eval method: no information available. Results: device history review could not be performed as no product specific information is available. Analysis: although requested, this product will not be returned for analysis. Because the product is not returning, we are unable to determine a root cause for the report. In addition, product identification information, including serial and lot numbers, was not provided. Consequently, the device history record could not be reviewed. Conclusion: the exact cause for this event could not be determined as the product was discarded. The complaint has been logged for trending purposes. Medtronic continues to monitor field performance to detect similar events. Product changed out with no reported adverse patient effects.